Event description:
The user facility reported that during a patient procedure, the table was being placed into reverse trendelenburg and during the articulation, the table paused briefly, a "click" sound was heard and the end of the table dropped quickly in the trendelenburg orientation. The procedure was successfully completed and no injuries, procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the table and was unable to duplicate the reported event; the technician found that the hydraulic fluid level was so low that no fluid appeared on the dip stick in the reservoir. The user facility also reported that they attempted to duplicate the reported event but were unable to do so. The user facility has replaced the hand control and has added the proper amount of hydraulic fluid to the reservoir. No further issues have been reported with the equipment. The reported table movement can be attributed to the low level of hydraulic fluid; the low level could have allowed air to enter the hydraulic system which is suspected to have caused the reported drop. The table subject of the reported event is not under steris service contract and there is reportedly no scheduled maintenance being performed on the table. Steris has offered in-service on proper maintenance of the table however the user facility did not respond.